Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the headgear of an rt040 full face mask "had been worn for awhile." It was reported that the headgear "pulled out of the holder" when the patient tried to re-adjust the forehead straps. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint interface was not available for evaluation, however, an investigation was carried out based on the information provided by the complainant. The customer reported that the forehead strap on the headgear came out of the holder while the patient was trying to re-adjust the mask. The rt040 headgear has two adjustable straps which allow for a secure mask fit. One headgear strap wraps around the base of the head and the other strap wraps around upper portion of the head (forehead area). When the headgear is fitted, the straps are looped through holders on the mask base and secured at the proper headgear length. The holders allow the headgear to be removed from the mask base, for example to allow the patient to bathe, and then reattached without having to re-fit or re-size the headgear. Based on the event description, there was no defect or malfunction with the mask. It is possible that the patient had attempted to re-size the headgear by disconnecting the headgear straps and accidentally pulled one of the headgear straps out of the holder. It is also possible that the headgear was pulled too tight, causing it to pull out of the holders. The product user instructions advise that "this mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff."